Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the tip of the tip up fenestrated grasper instrument broke inside the body, and the broken pieces were retrieved using laparoscopic operation. The body was then washed out/cleaned and the pieces were retrieved during the same procedure. An x-ray was planned to be performed to confirm, but the results were not available.

Manufacturer narrative:
The tip up fenestrated grasper instrument has not been received for failure analysis evaluation.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument to perform failure analysis. The instrument was analyzed and found to have a partially fractured main tube at the distal end and the instrument was found with the main tube completely separated from the instrument body at the proximal interface. The distal tip was observed to be nearly detached from the main tube; however, complete separation had not occurred at the time of return. There were missing pieces of the broken main tube, but the size of the missing pieces could not be confirmed. Inspection of the internal components revealed that the electrical wires and internal cables within the main tube remained intact at the distal end but broken at the proximal end. Additionally, the proximal clevis was observed to be dislodged from the main tube interface. Loss of proper engagement between the proximal clevis and the main tube was noted. No evidence of complete separation or missing material from the proximal clevis was observed. The instrument was found to have a broken grip cable at the proximal end. The grip cable was fully broken at the proximal end within the housing, likely as a result of the structural separation of the main tube. The instrument was found to have the pitch cables broken at the proximal end. The pitch cable was fully broken at the proximal end within the housing, likely as a result of the structural separation of the main tube.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: h2, h6, and h11. Additional information: a review of images provided by the customer was performed. The images appears to show the main tube of an instrument broken, which led to a dislodged proximal clevis. There appears to be a potential for fragments.